Event description:
The patient is pursuing a product liability claim arising out of the durom acetabular cup. It was reported that the patient received an implant on (b)(6, 2007. On (B)(6) 2012, she had some blood tests and an MRI done which showed "fluid". Patient "alleges that dr. (B)(6) advised that the hip might be loose."

Manufacturer narrative:
The manufacturer did not receive devices, x-rays for review, as the patient has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in (B)(4) 2008 as referenced above h7 and h9. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this cas as closed. (B)(4).